Event description:
A malfunction was reported on a customer¿s insulin pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer addressed elevated bg by pump reset and correction bolus. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.